Event description:
It was reported that during the surgical procedure, the isolation portion of the permanent cautery spatula instrument tip broke and a piece fell inside of the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument ceramic sleeve was broken and a small piece was missing. Engineering evaluation determined that the damage to the instrument ceramic sleeve may have been caused by a collision of the instrument tip and a hard object. As indicated in the complaint notes, the broken piece was successfully retrieved.